Event description:
It was reported that the patient exhibited difficulty in pairing their implantable cardioverter defibrillator (ICD) to the merlin app. Upon further investigation, it was found that the ICD exhibited loss of bluetooth telemetry functionality. The patient was brought into clinic and the device bluetooth was successfully reset, resulting in successful pairing. There were no patient consequences.

Manufacturer narrative:
Further information requested but not received.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.